Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported discovering a fluid leak during pd treatemtn. During drain 2 of 5 the patient got an air detected in cassette warning. Treatment was stopped and fluid was seen in an unknown area of cassette inside of the cassette door. The patient was advised to inform the pd nurse and to let cycler dry out overnight and try again the next day for treatment. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak event. The patient continued to use the same cycler with new cycler sets. The cycler set is not available to return for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported discovering a fluid leak during pd treatment. During drain 2 of 5 the patient got an air detected in cassette warning. Treatment was stopped and fluid was seen in an unknown area of cassette inside of the cassette door. The patient was advised to inform the pd nurse and to let cycler dry out overnight and try again the next day for treatment. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak event. The patient continued to use the same cycler with new cycler sets. The cycler set is not available to return for investigation.